Event description:
0.75% bupivacaine from spinal kit did not work as intended. Pt (patient) reported sharp pain while testing for paresthesia after spinal injection. Provider had to repeat spinal dose with different medication from different lot. Spinal anesthesia did set up as expected then.